Event description:
Associated medwatch-reports: 9610612-2021-00161((B)(6) er063r); 9610612-2021-00180((B)(6) er063r).

Manufacturer narrative:
Investigation results: visual investigation: the products arrived in a clean status with no visible damage. One product hook during closing the jaws and one product cannot be closed. The investigation was carried out visually and microscopically. Here we found one product with a non-closing jaw and with a burr at the tip of the jaw. Additionally we detected burrs and a protruding area. All the products shows these or similar occurrences. Furthermore we discovered two products with burrs at the guiding rail. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case (psc 2019-055) was initiated. The production department will be informed about the investigation results and the products will be provided. If the review shows any conspicuities, the report will be updated and actions will be initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with shumacher biopsy/rngursm-tipstr240mm (part # er063r) was used during an unknown procedure. According to the complainant, the removal of tissue was very difficult. The instruments hook and the patient experienced great pain and heavy bleeding afterwards. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00161(400503235 er063r), 9610612-2021-00180(400503837 er063r).